Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2021.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device requested the sensor code during a sensor session. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2021. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.